Event description:
It was reported that the colonovideoscope had distorted picture. The event had occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error occurs b30 and no image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction was due to corrosion on plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.